Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem with motor rate error was verified and duplicated by motor drive test. The problem was caused by the broken motor. Bottom case was cracked and plunger left case was broken. The device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "motor rate error." Patient involvement unknown.